Event description:
Info received indicates the bed has not power.

Manufacturer narrative:
The tech isolated the issue to fluid ingress onto the power circuit board. He replaced the power circuit board to repair the be.